Manufacturer narrative:
The investigation is still ongoing, and a follow-up report will be submitted upon its completion.

Event description:
The patient expired during their prescribed zio at wear period. Irhythm attempted to gather more information about the cause of death from the account, but no further details were provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the UDI format and to provide additional event details as well as the findings from the complaint investigation. A review of this complaint revealed that the patient was prescribed a zio at device for a 14-day prescribed wear period. The zio at device was returned to irhythm on day 14, and the clinical data was downloaded. On day 2 of wear, the zio at device recorded an arrhythmia (vt) that should have prompted notification to the provider. The zio at recorded and transmitted the arrhythmia; however, the quality care technician (qct) classified it as svt, which did not meet notification criteria. The zio at device recorded another episode of vt 5.5 hours later, which did not terminate and degenerated into ventricular fibrillation (vf) and then asystole. The zio at recorded and transmitted the arrythmias; however, the reporting timeliness for zio at is not consistent with life-threatening arrythmias. The patient subsequently passed away. Since it cannot be excluded that the device caused or contributed to the patient's death. This report is being submitted in an abundance of caution. The zio at clinical reference manual states in the ¿indications for use¿ section that: ¿it is not intended for use on critical care patients.¿ there is also a warning that: ¿this device is not intended for use in critical care patients because the reporting timeliness is not consistent with life-threatening arrhythmias such as ventricular fibrillation.¿

Event description:
The patient experienced an arrhythmia that met medical doctor notification (mdn) requirements that was not communicated during the wear period. The investigation revealed that a preliminary ECG interpretation provided to the physician was misclassified. Following the wear period and while compiling the final report, the interpretation was amended. The healthcare provider (hcp) was notified, and irhythm learned that the patient had expired. The patient¿s cause of death is unknown.